Event description:
The customer contacted baxter's technical service center regarding an alarm at which time the solution bag became disconnected; which occurred on the homechoice (hc) during setup. The home patient (hp) stated that they reloaded the cassette in attempt to resolve the alarm; however, a solution bag became disconnected. The hp then stated they reconnected the solution bag. The technical service representative (tsr) advised the hp to start over using all new supplies. The hp stated that they would do manuals for the night. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint for this connection issue complaint is not confirmed, because a batch review could not be performed, the sample was not able to confirm the problem in the lab. The patient reported that the supply bag accidentally disconnected, but there is not enough information in the event description to determine an assignable cause code for this connection issue complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional relevant information becomes available.